Event description:
Patient alleges inaccurate delivery due to high and low blood glucose readings requiring two hospitalizations on (B)(6) 2015. It is unknown if the hospitalizations were due to high blood glucose levels or low blood glucose levels. Patient stated he began experiencing blood glucose levels ranging from 40 mg/dl to 280 mg/dl. No specific blood glucose reading related to a specific incident was reported. Requested return of the alleged pump for evaluation.